Manufacturer narrative:
Concomitant product was specified as reguneal lca 1.5. The patient was hospitalized for the peritonitis. The treatment for the reported event was an unspecified antibiotic (dose, route and frequency not reported). The patient was discharged from the hospital and was recovering from the peritonitis. The peritoneal dialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.